Manufacturer narrative:
D4, g4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Elisabeth ellingsen husebye, geir stray andreassen, and are haukåen stødle. Foot <(>&<)> ankle specialist gunshot injury with bone defect of the first metatarsal bone a presentation of 2 cases treated with an iliac crest structural graft, internal fixation, and bone morphogenic protein 2. Doi:https://doi.org/10.1177/19386400241278026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding reconstruction of first metatarsal bone defects caused by gunshot injuries using structural iliac crest graft, internal fixation, and bone morphogenetic protein-2 (bmp-2). Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: inductos (recombinant human bone morphogenetic protein-2, rhbmp-2). Two patients received bmp-2 applied on a collagen sponge during reconstruction of the first metatarsal defect with an iliac crest st ructural graft and internal fixation. Among inductos (rhbmp-2) patients adverse events / device product performance issues included: donor site pain at the iliac crest graft harvest site, reduced dorsiflexion of the great toe due to hardware placement (improved after hardware removal), reduced skin sensation of the great toe, soreness of the interphalangeal joint, need for wider shoes or custom insoles, and mild residual pain during walking. No further information was provided pertaining to medtronic products.